Manufacturer narrative:
(H3,h6) : no parts have been received by manufacturer for evaluation. Codes b20, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when moving the system after use it collided slightly with a table. Customer was able to close the gantry after the incident, but it would no longer open. They were able to manually open it and found a bent piece of plastic after removing it they were able to close and open the system, but then it wouldn't dock. System was down that time. No patient was present at the time of event.